Event description:
Customer reporting 1 false positive symptomatic sars result (severe cough - symptoms for more than 1 month). Customer reported results were confirmed negative by pcr.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: phone.